Event description:
An aus device was implanted on 5/1/96. The cuff was revised on 11/20/96. The pump and balloon were removed on 3/4/97. The cuff was removed on 4/2/97 as a continuation of 3/4/97 surgery and an entire device implanted.